Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that during an event the guidewire (stylet) would not come out of the feeding tube even with the line being flushed.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. One device was received for investigation. The device was received without the stylet. As a result, a functional evaluation could not be performed to confirm the reported condition. As such, a root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.